Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that an increase in the use of cathflo (agent used to clear occluded lines) was noted by pharmacy. Some cursory questions seemed to show that there was a switch in product to the product in question and anecdotal reports from nursing that occlusions were occurring more regularly with this catheter than previously seen. There were no adverse events or serious injuries reported. No other information was provided. An exact number of patients or devices involved was not provided by the complainant.